Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that far field oversensing occurred and reprogramming was performed.

Manufacturer narrative:
Concomitant medical products: 6935-65 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was noted on stored episodes on the right atrial (ra) lead. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.